Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test and prime alarm during prime test due to faulty force sensor. Motor was tested outside the device and passed. Unable to confirm alarm due to several alarms noted in alarm history screen. Insulin pump alarmed due to corrupted history screen. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during the basal process. The caller did not know the blood glucose reading. The insulin pump had also alarmed a different error the week prior. No significant events leading to the alarm were observed. Advised return of the insulin pump for analysis. Nothing further reported.